Event description:
An aneurx stent graft system was successfully implanted into a pt for the emergent endovascular treatment of a ruptured abdominal aortic aneurysm. It was reported that the pt presented with a ruptured aneurysm and was brought in emergently to attempt endovascular repair. It was reported that during the procedure, the pt was arresting and expired. The physician stated that the device operated as expected.

Manufacturer narrative:
Results: death. Presented with a ruptured abdominal aortic aneurysm. Conclusions: presented with a ruptured abdominal aortic aneurysm.